Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra peritoneal volume (iipv) event was identified through an event history log review. The cause of the iipv event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013, at 04:19:56. During night drain cycle six, the patient's ultrafiltration reading was 916ml, indicating the home patient (hp) drained 916ml more than their maximum programmed fill volume of 1500ml. No additional information is available.